Event description:
This case occured outside of the united states, in italy. According to the information received on june 09, 2022, a patient was injected on (B)(6) 2022 with 1,2ml of teosyal rha 4 (tpul-214926a0) into the lips. Approximately 20 days post-injection, the patient complained of reabsorption of the product and small accumulation of the product without inflammation. On (B)(6) 2022, the patient was injected with 0.6ml of teosyal puresense ultra deep (tsul-214223b0) very deeply in the lips. On (B)(6) 2022, after a sunbath, the patient presented with a delayed severe edema with hard and warm nodules into the lips. As corrective actions, the patient received the following treatments: on (B)(6) 2022: 600 u.I. Of hyaluronidase and clarithromycin. On (B)(6) 2022: the injector prescribed bentelan. No further information was received. The injector was put into contact with a medical expert. Considering the severity of this event, we assessed this case as being reportable.

Manufacturer narrative:
Additional MFR narrative: batch data review: a critical ncf (B)(4) was opened during production, that concluded to no incidence on the product quality. Batch history: no other complaint registered to date (june 13, 2022) for this batch number. Corrected data: the injector has been put into contact with a medical expert. Nodules are well-known and documented adverse reactions to hyaluronic acid filler injections. They may have several origins. In this case, their prompt appearance seems directly related to the injection technique (poor placement of filler, migration of filler especially for a very mobile anatomical area like the lips, an overcorrection). These effects are usually without consequence and quick resolution with proper treatment. Delayed inflammatory reactions that manifest as oedema, redness, nodules, are well-known and documented reactions in the context of hyaluronic acid dermal filler injections. Their aetiologies are numerous. They may be related to an immune response of the body to the implant or to a bacterial infection. With medical treatment, symptoms can be quickly fully resolved, without sequelae. The risk of both of these reactions are mentioned in the instructions for use of teosyal products.